Event description:
The customer contact reported during programming, the device touchscreen would not calibrate and the touchscreen does not respond when pressed. There were no reports of any adverse pt effects and no reported of any adverse pt effects and no reported delays in critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen would not calibrate and did not respond when pressed. Though requested, no add'l info was provided.

Manufacturer narrative:
Testing and investigation found the touchscreen did not respond. This was due to the touchscreen being out of calibration and contamination between the touchscreen and bezel. This device has been identified as part of a product recall. This report represents all the info known by the rptr upon query by hospira personnel.